Event description:
Overinfusion of insulin. Pt's blood sugar dropped and they required 3 amps of d50. Occurred in ICU. Investigation of the reported overinfusion could neither be confirmed in the event log or replicated during testing. Testing with the incident disposable set properly loaded, found the system to be delivering fluid within specifications.